Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing and inappropriate automatic mode switch (ams) was noted on the device. Provocative testing was performed and the noise was unable to be reproduced. The physician suspected the noise was due to the use of electric tools resulting in electro-magnetic interference (emi). Abbott technical support was contacted, however, no intervention has been performed. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the noise resulting in oversensing event was sensed by the device, leading to inappropriate automatic mode switch (ams).